Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver download could not be performed due to the receiver displaying the initialization screen and continuously resetting without displaying trend graphs or having date and time set. The receiver unit was opened and passed interior visual inspection. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. A egv log and diagnostic chart from the receiver download showed multiple occurrences of loss of connection during the relevant dates of this investigation. The reported customer complaint was confirmed. The root cause could not be determined.